Event description:
The manufacturer received information alleging a trilogy 100's internal battery failed to charge. There was no harm or injury reported. There was no evidence the device was in patient use. The device has not yet been returned for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.